Event description:
It was reported, the pt had fallen on several occasions a year ago. Over time the pt stopped receiving adequate coverage. Reprogramming attempts were unsuccessful. X-rays were taken and no anomalies were found. An impedance check was performed and the results were normal. The pt may undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.